Event description:
The physician attempted to deploy a resolute integrity 3.00 x 18 mm (rx) drug eluting stent. The target lesion was a lima-lad lesion which was calcified and had 80% stenosis. Initially a pre-dilatation was carried out, to 14 atms. There were no difficulties noted when removing the resolute integrity device from the hoop or during preparation. The device was inspected prior to use with no issues reported. A resolute integrity stent was advanced, but resistance was encountered and force was used to advance the device. However, the device could not pass the lesion. Upon withdrawal it was reported that the stent was damaged. The procedure was completed using another resolute integrity stent and a post dilatation was carried out. There were no patient complications reported.

Manufacturer narrative:
Results, conclusions: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion). No results available since no evaluation was performed. Device not returned. Unable to confirm complaint. Device not returned. (B)(4).